Event description:
The customer observed a falsely decreased architect tsh result. The customer provided the following results for specimens drawn in a heparinized tube (uiu/ml): on (B)(6) 2013 (B)(6): initial: 0.005, retest on (B)(6) 2013: 0.138. On (B)(6) 2013 (same patient, (B)(6)): a new specimen was drawn: 0.227. On (B)(6) 2013: (same patient, (B)(6)) a new specimen was drawn: 0.181. The initial result was questioned by the physician. Additional blood tests were completed for (acto and ac tg) due to low result. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a batch record review, non-conformance/ deviation review, a search for similar complaints, and a review of labeling. No issues were identified which would indicate a product deficiency from the batch record review. Zero occurrences of quality issues were identified from the non-conformance/ deviation review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect tsh reagent, list number 07k62, lot 27912ui00, was identified. The lot number (27912ui00) was provided on 08/16/2013.